Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced the u-seal solenoid assembly due to a wire that shorted. The cse checked alignments and verified proper cuvette formation. The customer ran quality controls, which resulted within range. The cause of smoke emitted, and spark or flame from the instrument was due to a shorted wire on the u-seal solenoid assembly. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The operator was troubleshooting a bad cuvette error and reported seeing smoke emitted, and a spark or flame from the dimension xpand plus without hm instrument. The operator powered off the instrument. There were no reports of adverse health consequences or injury due to the smoke emitted, and spark or flame from the instrument.